Event description:
From staff: during robotically assisted incisional hernia repair with bilateral component separation, the mesh was being inserted through the balloon port. The surgical first assist and surgical scrub tech were at the sterile field, with the surgeon at the robotic console. The gray colored gasket from the balloon port was noted to be wrapped around the mesh once it was inserted into the abdomen through the balloon port. The gray gasket was removed and inspected by the surgical first assist and surgical scrub tech. The gasket was decided to be fully intact compared to the original placement inside the balloon port.